Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated na results were obtained on 15 patient samples on a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and performed the following: replaced pump tubing, integrated multisensor technology (imt) probe, multisensory standard a and v-lyte diluent; ran advanced clean; auto-aligned imt module and probe; performed routine imt clean; ran quick check, 72 determinations on plasma pool and quality controls, resulting acceptably. An obstruction in the imt system or a sample quality issue may have contributed to the discordant, falsely elevated na results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on 15 patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results obtained on the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.